Manufacturer narrative:
Device alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test due to motor error alarm. However, device passed rewind test and displacement test. Motor passed motor test. Device had cracked reservoir tube lip, cracked reservoir tube window and cracked case at reservoir tube window corners.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. The customer's blood glucose value was 135 mg/dl. Customer reported device started beeping and vibrating and was showing motor error. Customer reported the drive support cap appeared normal. Customer reported there was a crack on the reservoir compartment, about an inch. Customer was unable to clear the alarm. Customer was unable to complete insulin pump rewind. The device will be returned for analysis.